Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the stent was unable to cross the lesion. A 3.00x16mm promus element drug eluting stent was selected to treat the target lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination identified stent damage. The stent was pinched and kinked at the centre with a stent strut slightly lifted. The hypotube was kinked at various locations along its length. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).